Event description:
The patient's wife reported that her husband, the patient, has a tendency to knock the v-go 40 devices off of his stomach and side of arm. The patient wife stated that the v-go 40 devices often fall off when the patient showers. The wife confirmed that she cleans the infusion site with a cotton ball and alcohol prior to applying the v-go.